Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia was found. The product was returned with a different sequence number than was reported and noted on the initial MDR.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 538mg/dl while wearing the pod on her arm for between 4 and 24 hours. The patient was also high for ketones. It took the mother 24 hours to get her daughter's levels down and they were in constant contact (every 3 hours) with the doctor while this was going on. The patient was prescribed insulin pens over the phone as well as nausea medicine (ondansetron odt 4 mg). Treatment included removing the pod, applying a new one, and giving her injections every three hours.